Manufacturer narrative:
The device is an implant and was not returned for manufacturer evaluation/investigation. The issue is still under investigation.

Event description:
On march 24, 2017, distributor reported that patient underwent a lumbar spine surgery on (B)(6) 2017 and at the three weeks post op, they discovered that the set screw had backed out. A revision surgery took place on (B)(6) 2017. Two mis screws, two set screws and one curved rod. The devices are implants and were used for treatment, not diagnosis. The devices have not been returned for evaluation.